Event description:
The customer stated: the fine tip marker was missing the felt tip, resulting in a very sharp tip. The patient got injured when the item was used on the patient. There was injury reported. Clinical data has been requested due to the nature of the tissue.